Event description:
It was reported that there were rising thresholds on the rv (right ventricular) lead, along with a slow rise in pacing impedance on both the rv and atrial leads which later stabilized. The rv lead was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due toflexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.